Manufacturer narrative:
Date of event: unknown, not provided; best estimate on last yag procedure on (B)(6) 2021. Serial number: unknown, not provided. Expiration date: unknown, not provided. Serial number not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown, not provided, best estimate is prior to first yag procedure on (B)(6) 2015. If explanted; give date: not applicable as lens remains implanted. Other: the intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Manufacturing date: unknown, not provided. Serial number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that bilateral z9002 intraocular lens (iol) were implanted in the patient's eye and developed reticular posterior capsular opacification (pco). Yttrium-aluminum garnet (yag) laser treatment was performed and was indicated that the deposits did not come off. Through additional information it was indicated that 7 years after bilateral implantation, patient developed reticular iol deposits. There were several yag procedures from 2015 to recent as (B)(6) 2021. There has not been any injuries, just decreased best corrected acuity. The pco has decreased activities of daily living. This MDR report is to capture the left eye (os). A separate report will be submitted for the right eye (od).